Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 381 mg/dl. Insulin pump had motor error alarm. Drive support cap was normal. Customer was able to rewind. Customer stated that the insulin pump passed displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.